Event description:
Caller reported a malfunction on the pump, identified by a malfunction code. There was no adverse impact on the customer's blood glucose level. Technical support provided information on how to reset the pump, and the caller successfully reset it without the malfunction recurring. The customer was advised to continue using the pump and to call back if the issue reoccurs.